Event description:
The patient has a small burn from the bovie during cesarean section. The burn is on the left side of abdomen above the incision and under the dressing. The physician became aware of the burn after the drape was removed from the patient and the dressing was being placed. Unaware of when or how burn occurred. The patient was informed of burn by physician. Treatment was provided to patient. No identifying information is available for device.